Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed to syringe.

Event description:
Healthcare professional reported during patient injection with one syringe of juvéderm® ultra xc, the filler coagulated in the syringe and they couldn¿t get it out. Patient contact was made; no injury to the patient or injector. Packaged needle was used.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Shelf life and storage: store at room temperature (up to 25°c/77°f). Do not freeze."

Event description:
Healthcare professional reported during patient injection with one syringe of juvéderm® ultra xc, the filler coagulated in the syringe and they couldn¿t get it out. Patient contact was made; no injury to the patient or injector. Packaged needle was used.